Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose event. Blood glucose level at the time of the incident was 472 mg/dl treated with insulin pump. Customer stated sensor was failed. Customer had symptom related to the event was anxious. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.